Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; d1; d2; d4; d9; g3; g4; h2; h4; h11. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10: medical product: vivacit-e dm bearing 28x44mm: catalog#110031012, lot#67004720; avan cmntd shell ss 50mm: catalog#p0463050, lot#001889647. G2: foreign - event occurred in germany. H6: proposed component code: mechanical (g04) - head. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately two (2) weeks post-implantation, the patient experienced a dislocation of the femoral head from the polyethylene bearing. All devices were explanted and replaced with a competitor system without reported complication. It was reported that all available information has been provided.